Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration/malposition is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available, the probable root cause cannot be determined. A conclusion code of unintended use error caused or contributed to event was assigned.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) underwent revision surgery during which the pump placement was adjusted due to pump migration. The device was retained, and no patient complications were reported.